Event description:
After approx 3 days of iab therapy, a balloon leak was detected via blood in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred as a result of this event. The pt is in stable condition.